Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy. The tandem technical support team completed necessary forms on behalf of the customer, confirmed shipping details, and provided instructions for returning the faulty pump.